Manufacturer narrative:
The insulin pump was received with cracked in half end cap and scratched display window. Unit alarmed motor error during the rewind due to physical motor flex connector.

Event description:
It was reported that the insulin pump fell out of the customer's pocket and cracked in half. Caller stated that the insulin pump had physical damage and missing parts. Nothing further was reported.